Event description:
Two days after implantation, an interrogation was performed and diagnostic reviews showed the patient had received atp and 43 shocks. The svt/st-vt episode showed that the patient received therapy due to atrial undersensing. The device remains implanted; the files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device remains implanted, the files from the programmer were reviewed. As reported, and as confirmed upon file review, this patient had atrial arrhythmias which were conducted to the ventricles and should have been adequately classified as svt/st episodes. Unfortunately, intermittent atrial undersensing occurred, as observed on the egms and markers, and the pr association criterion was therefore inadequately assessed by the algorithm. Some episodes were therefore misclassified, and inappropriate therapies were delivered. The loss of atrial sensing observed could have resulted from the programmed atrial sensitivity value too low and/or the atrial events occuring inside the atrial refractory period post ventricular sensing, possibly due to the reported long pr intervals. Recommendations were included in the analysis. Device remains implanted.

Event description:
Two days after implantation, an interrogation was performed and diagnostic reviews showed the patient had received atp and 43 shocks. The svt/st-vt episode showed that the patient received therapy due to atrial undersensing. The device remains implanted; the files from the programmer were sent to the manufacturer for review.